Event description:
Discordant advia centaur cp troponin ultra results were obtained on patient samples. The results were reported to the physician. Upon retest corrected results were reported to the physician. One patient was kept in the ER. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin ultra results was due to the malfunction of the luminometer. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.